Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the animas pump will intermittently lose power. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was no physical damage to the battery compartment. The battery cap was found to be stripped and a test battery revealed that the pump would not hold power appropriately. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump and instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was exercised for 24hrs and no re-booting occurred. The pump powers up to the verify screen with the appropriate emitted alarms. There were no alarms noted in pump's history related to the reported complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.